Manufacturer narrative:
H11: additional narrative updated h6 svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Event description:
Edwards received information that a 25mm 2900j aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to severe aortic regurgitation, aortic stenosis secondary to calcification and degeneration. A 26mm sapien 3 was implanted as replacement. The device was originally implanted for an aortic valve replacement performed approximately fifteen (15) years and two (2) months ago. The patient was discharged on pod5. The device was not returned for evaluation as it remained implanted. There was no allegation of device malfunction.

Manufacturer narrative:
H11. Additional narrative. This report is submitted as the follow-up #2 for the mfg report number 2015691-2020-14003. Updated b5, b6, b7, and h6.